Event description:
The manufacturer received a voluntary medwatch (mw5106749) in which it was alleged by nose bleed, headache, ringing in ears, irritated skin, upper respiratory issues, airway irritation and inflammation. There was no report of serious or permanent patient harm or injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.